Event description:
Arrow mac two-lumen central venous catheter inserted into left subclavian vein and propofol infused through catheter. Pt started draining white milky substance through existing bilateral chest tubes. This is presumed to be propofol, lipid based emulsion.